Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There were 8 units in stock in b. Braun surgical's warehouse. 4 units have been requested for analysis. We have received 4 closed samples from our stock and an open and unused sample with the needle detached from the thread, but thread is not wound on the pack. Tightness test to the closed samples received from our stock has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received from our stock are 0.60 kgf in average and 0.55 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider the open sample this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment results conducted on samples before releasing the product were 0.72 kgf in average and 0.51 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received from stock comply usp/ep and b. Braun surgical requirements regarding needle attachment strength and the open sample received cannot be further analyzed. Final conclusion: despite receiving a defective sample, the closed samples received from the stock fulfill ep/usp and b. Braun surgical requirements. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received from stock. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that upon opening the packaging, it was discovered that the needle and thread were separated. No patient involvement.